Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported blank screen which was reproduced. Visual inspection found printed circuit board damaged. The printed circuit board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a blank screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.